Event description:
It was reported by a nurse at the patients pain clinic that the patient had a pocket revision because the stimulator was at the belt level and was uncomfortable. The date was not provided. There was no indication of problem with recovery from procedure.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).